Event description:
High rv threshold on (B)(6) 2022. Lead trends show chronic elevated/high rv thresholds. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).